Event description:
It was reported that a patient presented with nerve stimulation noted on the patient's right ventricular lead. The lead was capped and replaced on (B)(6) 2024. No adverse patient consequences were reported.